Event description:
The customer reported the monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened a video cable connector. System operates as intended. (B) (4).